Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that the ergostar cm60 (catheter mount) disconnected after 4 hours of use when the breathing circuit was pulled. The product was replaced. No injury reported.

Manufacturer narrative:
The affected catheter mount of type ergostar cm 60 was provided for investigation. The reported disconnection between hose connector and swivel could be confirmed. The hose connector and the swivel normally are joined by means of a solvent welding. During the optical inspection of the provided ergostar the surface of the connector was found to be unscathed- no indications were present that it was exposed to a solvent before. It was tried to simulate the assembly without using the solvent. This was only possible by using high forces to join the parts. Additionally pulling tests were performed with 40 ergostar's to check if the defined traction force of 75n can be applied without resulting in a disconnection of the joint. For all products the test was passed. Finally the exact root cause for the reported symptom could not be determined. A combination of an insufficient use of the solvent with a high mechanical stress during use seems to be the most likely explanation. As in the last 12 months no similar complaint was reported from the field the case was assessed to be a single failure. A disconnection of the ergostar will result in a leakage which is detected and alarmed by the connected main device.

Event description:
It was reported that the ergostar cm60 (catheter mount) disconnected after 4 hours of use when the breathing circuit was pulled. The product was replaced. No injury reported.